Event description:
It was reported a 30 mm amplatzer pfo occluder was chosen for procedure. During the procedure, the user reported the device presented in a bulbous shape. The device was removed from the patient and exchanged with a 30mm multifenestrated amplatzer cribriform occluder. The patient remained stable throughout the procedure. No consequences to the patient. No additional information has been provided

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported event of bulbous deformation of a 30mm amplatzer pfo occluder upon deployment could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the instructions for use for a cribriform occluder, artmt100092301 revision a "contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects".

Manufacturer narrative:
An event of the device presenting in a deformed, bulbous shape was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, one video were received for analysis. Based solely on the aforementioned video, the disc appeared to have both discs deformed in a bulbous conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.